Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that customer experienced hyperglycemia. Customer¿s blood glucose level was 425 mg/dl. The customer stated that they can not go to auto mode it keeps saying active insulin updating message the insulin pump will not be returned for analysis.